Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during patient treatment with gambro cartridge dn prime line, the customer observed that the arterial pressure pod was cracked. No external blood leakage was reported there was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there was no deviation found related to this reported condition during the manufacture of this lot. The actual device was not available for evaluation, however, eight retained samples were evaluated. Visual inspection, burst and leak tests were performed and did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.